Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat the ostial anterior tibial artery (at). The viperwire advance peripheral guide wire and oad were advanced up and over to the at via femoral access. The oad was spun on low and medium speeds for treatment. When attempting to remove the oad, the oad became stuck on the viperwire. The oad and viperwire were removed together. Ex vivo, the oad could not be freed from the viperwire, but no additional damage was observed. The vessel was rewired with a non-abbott guide wire and balloon angioplasty with unspecified balloon was performed to complete the procedure. The patient was stable. The oad and the viperwire were returned for analysis. Analysis identified that the oad was spun over the viperwire spring tip causing a fracture to the spring tip filar and contributing to the stuck wire.

Manufacturer narrative:
The stealth 360 peripheral orbital atherectomy device (oad) was returned with the guide wire engaged. There was significant resistance when attempting to remove the guide wire confirming the reported complaint of device stuck on wire. Additionally, review of the oad data log identified a speed-drop event during the last spin confirming the reported complaint of device stuck on wire. Examination of the guide wire spring tip revealed a fracture in the coil located within the drive shaft at the crown. The distal crown section and guide wire remained stuck and were sent to scanning electron microscope (sem) for analysis. Sem analysis of the fractured spring tip filars showed rotational flattening. This evidence is consistent with fracture due to the spinning oad driveshaft making contact with the guide wire spring tip. The root cause of the fracture was considered to be use not consistent with the stealth 360 peripheral orbital atherectomy system instructions for use (IFU) manual. The IFU warns: never advance the orbiting crown to the point of contact with the guide wire spring tip. The maximum travel of the crown advancer knob and therefore the shaft tip is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 14639.